Manufacturer narrative:
Product ID 8781, serial# (B)(4). Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a manufacture representative reported the hcp started to wean the pump for surgery. At the surgery the pump was disconnected and they were able to get csf/medicine to aspirate and drip freely. The pump was replaced as it was 4.5 years old and they didn't want to do another surgery. The pump was sent back with no issues. The issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 27-jun-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a clinical study regarding a patient receiving dilaudid (5.5 mg/ml at 3.22485 mg/day), bupivacaine (17.9 mg/ml at 10.49544 mg/day) and fentanyl (2000 mcg/ml at 1172.6745 mcg/day) via an implantable infusion pump. The indication for use was noted to be malignant pain. It was reported that the patient presented to the clinic on (B)(6) 2019 complaining of increased rectal pain. He had "flare ups" and admitted to a lot of them the last couple of weeks. The patient came to the office again on (B)(6) 2019 and stated he was miserable and not doing well. A dye study was ordered and performed on (B)(6) 2019. The dye study failed and the hcp was unable to aspirate the catheter due to a possible occlusion. It was noted the patient "needs a catheter revision/replacement." The patient's weight was not measured at baseline. No further complications were reported.

Manufacturer narrative:
The pump was returned, and analysis found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the catheter was explanted/replaced on (B)(6) 2019. The device disposition was returned to manufacturer. The outcome of the event resolved without sequelae on (B)(6) 2019. No further complications were reported/anticipated.